Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
This (B)(4) will address the event device 1 of 2. (B)(4) will address the event device 2 of 2. Procedure performed - unknown. "I need to bring to your attention that dr. [Doctor's name] has had 2 different cases where the ctr71 trocar broke and pieces needed to be removed from the patient. The lot number from the trocar used in his case today is 1288495." Additional information received via telephone from the territory manager on (B)(6)2017: it was noted during the surgery that gas was leaking and upon examining the trocar, a hair line crack was observed. The trocar was replaced with a new trocar and the surgery was completed without incident. Additional information received via email from the territory manager on (B)(6)2017: event device was "thrown away" and no patient injury occurred. Type of intervention: unknown. Patient status: no patient injury occurred.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The probability and criticality of harm resulting from this type of event have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.